Manufacturer narrative:
Device code a04 captures the reportable event of tip damaged.

Event description:
It was reported that a navigator access sheath device was set to be used during a ureteroscopy intervention procedure. During preparation, upon opening the package, they noticed that the coating on the tip of the sheath was partially peeled off. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a04 captures the reportable event of tip damaged. Block h11: investigation result- the returned navigator device was analyzed and noted that both sheath and dilator were returned for analysis. Media analysis shows that one navigator with a scraped in the tip. Microscopic examination was performed under magnification and observed the device before and after moistened with water. No voids were visible in the device. Functional examination was performed with no problem identified with the device and the device was found to be in proper condition. Additionally, the sheath and dilator surfaces were moistened with water and dilator became slippery which indicates that the coating was properly applied while no dry areas were detected on the sheath. With all available information boston scientific concludes that the reported event was not confirmed as it was not possible to identify any evidence of the reported issue or any defect on the device. During the device and media analysis, and including the product record review results, the device meets all required manufacturing specifications and successfully passed all controls and inspections. No abnormalities were reported during the assembly process. Based on analysis results, an investigation conclusion code of device problem excluded was assigned to this investigation.

Event description:
It was reported that a navigator access sheath device was set to be used during a ureteroscopy intervention procedure. During preparation, upon opening the package, they noticed that the coating on the tip of the sheath was partially peeled off. The procedure was completed with another of the same device with no patient complications.